Event description:
It was reported the pt was experiencing left side rib stimulation. X-rays indicate the left lead had migrated to t4. The left lead was revised to t9-10. F/u identified effective stimulation. Note this pt has two leads of the same model and lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.